Event description:
It was reported high impedance and loss of capture was observed on the epicardial lead. It was further reported the lead has fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).